Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a drop in battery life from 2 years in (B)(6) 2019 to 3 months in (B)(6) 2020. The last follow-up in (B)(6) 2021 still showed 3 months of battery life. A request was made to have data from this device analyzed. Boston scientific has issued an advisory communication regarding an older subset of teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a drop in battery life from 2 years in (B)(6) 2019 to <3 months in (B)(6) 2020. The last follow-up in (B)(6) 2021 still showed <3 months of battery life. A request was made to have data from this device analyzed, but the caller never sent the files needed. This device was explanted at an unknown date and returned for analysis. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.